Event description:
Facility has experienced a number of problems with this device to include hematomas, infections, and migration from femoral artery into adipose tissue w/resulting pseudoaneurysm and repeat surgery to remove device.